Event description:
On (B)(6) 2015, a 23mm trifecta valve was implanted. On (B)(6) 2018, the valve was explanted due to aortic stenosis, aortic insufficiency, and thickening and degeneration of the leaflets. A 23mm intuity valve was successfully implanted. Endocarditis was ruled out after testing. The patient is reported stable.

Manufacturer narrative:
Events of ¿aortic stenosis, aortic insufficiency, and thickening and degeneration of the leaflets¿ were reported. Gross morphological and histopathological examination revealed fibrous thickening on all three leaflets. Leaflet 2 was torn at the free edge of the leaflet. Leaflets 2 and 3 were folded and retracted creating incomplete coaptation under non-physiological conditions. Circumferential fibrous pannus ingrowth was observed on the inflow surface narrowing the inflow diameter of the returned valve. Fibrous pannus ingrowth was also observed on the outflow surface of leaflet 1. No acute inflammations or significant calcifications were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2015, a 23mm trifecta valve was implanted. On (B)(6) 2018, the valve was explanted due to aortic stenosis, aortic insufficiency, and thickening and degeneration of the leaflets. During explant, the lungs were hyper inflated by emphysema. The left ventricle was moderately hypertrophied, but functioning normally; the right ventricle, pulmonary arteries, and both left and right atrium looked normal. The 23mm trifecta valve was well integrated and showed no signs of past or active endocarditis, but the leaflets were thickened and showed degenerative changes. The 23mm trifecta valve was explanted and a 23mm intuity valve was implanted. The pericardium was closed partially when the patient developed multiple ventricular fibrillations which required defibrillation. Ultrasound observed marked impairment of the right ventricle. The user elected to not close the thorax as it was his belief that the vf episodes were reperfusion-related arrhythmias. The wound was covered with sterile dressing and at the end of the procedure, the patient was in a stable circulatory condition with considerable medicinal support. The patient was transferred to the ICU for further care. No additional information was made available.